Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The insulin pump was unable to perform any test or verify no delivery alarm due to blank display. The insulin pump had minor scratches on lcd window, cracked case at display window corner, broken battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked case at reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the battery compartment was missing pieces and it wouldn't close. Insulin pump alarmed a no delivery alarm. Customer's blood glucose was over 600 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.